Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: desufflation lever condition conforming, inner gasket condition conforming, outer gasket condition nonconforming, sleeve condition conforming, stopcock condition conforming. Functional tests & results: flapper door functional conforming. Analyisis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported "gasket tore" was a torn outer gasket measuring approximately 1/4". No separate piece was genarated from this tear. Co reviews each incidence as it occurs in an effort to continuously improve products and processes.

Event description:
The devices were used during a laparoscopic cholecystectomy procedure. Gaskets tore and fell into the pt. The gaskets were removed from the pt. There was no pt consequence.